Event description:
It was reported that patient presented back to the hospital, with a large air bubble in their line. Customer returned the product, so dose delivered to patient could be determined. There was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one picture was returned showing a 250 ml cassette with red fluid where air bubbles can be seen in the inner bag. The complaint of air in line was confirmed based on the returned image. Without the return of the sample used a comprehensive failure investigation cannot be performed, and a cause cannot be determined.